Event description:
It was reported that the pump was replaced. It was indicated that it was prophylactic removal to avoid in- vivo battery depletion. It was noted there was no injury and the patient recovered without sequela. The pump was delivering lioresal.

Manufacturer narrative:
Catheter model# 8709, serial# (B)(4), implanted: (B)(6) 2006, explanted: unk. (B)(4). Analysis of the pump revealed battery with high resistance.

Manufacturer narrative:
(B)(4).